Manufacturer narrative:
Submit date: 12-apr-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the device had intermittent audio. The front panel was removed and the main pcba was observed to have bent pins. The unit has been repaired, cleaned, tested and recertified per procedure. The unit was restored to proper operation.

Event description:
It was reported to covidien that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017, a technician found that the device had intermittent audio.